Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned and that the hospital will conduct their own investigation. The root cause of the customer's reported overinfusion could not be determined.

Event description:
The customer reported an overinfusion of dilaudid. Details of the event were reported as follows: the pt was on dilaudid pca, concentration of 0.2 mg/ml. Intended programming was 0.2 mg pca, 10 min lockout, 0.4 mg bolus dose, 5 mg/4 hour limit. The entire syringe of 5 mg dilaudid was found empty in just under two hours. Appears that the pt got about two times the intended amount. There was no pt harm. The pt was "feeling pretty good". No medical intervention was needed. The customer stated that no further pt/event info is available.